Manufacturer narrative:
The swivel adaptor (a1018) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The device passes all functional testing per the quality inspection checklist. Root cause evaluation found no device deficiencies that would have contributed to the reported complaint. Device passes functional testing per the quality inspection checklist. Probable root cause is improper placement/positioning of the patient in the mayfield system. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an unspecified surgery, the mayfield swivel adaptor system (a1018) began to work improperly. It was not fixed and stable and the patient¿s head could move sideways instead of being fixed. It was not clear which of the four items of the system was defective, but it was clear that the system as a whole was not good. However, the surgery was completed with no problems for the patient and no delay.